Event description:
A report was received via social media that the patient was sick after having a device internal infection. It was also reported that the battery leaked. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient was experiencing crippling side effects from the scs (spinal cord stimulator).

Event description:
A report was received via social media that the patient was sick after having a device internal infection. It was also reported that the battery leaked. No further information could be obtained.